Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tir20 cartridge staples did not form after firing from the device. Another instrument was used to complete the case. There was no consequence to the pt. Only the cartridge is being returned.